Event description:
It was reported that the cable of the wrist traction tower needs to be replaced. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the cable of the wrist traction tower needs to be replaced. The reported event was confirmed. The manufacturer evaluation revealed the tower is completely damaged and beyond any repair. Considering the age of the device (mfg 2015), the most likely cause is attributed to wear and tear.